Manufacturer narrative:
Date of event: date of patient pain is not known. PMA/510k: this report is for an five (5) unknown 2.7mm locking screws. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was returned to the operating room on (B)(6) 2017 for a removal of hardware due to pain and discomfort. The patient was originally implanted with an unknown variable angle (va) olecranon plate, five (5) 2.7mm locking screws, four (4) 3.5mm locking screws, and two (2) 3.5mm cortex screws on an unknown date to repair an unknown fracture. The devices were all removed easily and intact. Patient was not revised to additional hardware. No delay in surgery was noted and the patient was stable postoperatively. This report is for five (5) unknown 2.7mm locking screws. This is report 2 of 4 for (B)(4).